Manufacturer narrative:
The returned probe was analyzed through functional testing and visual/physical examination. Analysis found the tip of the returned probe is visibly bent. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. The reported issue was caused by physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the ball tip pointer probe was damaged. This issue was noted outside of a procedure, and there was no patient involvement.